Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator remained on continuously rather than flashing on and off. The expectation is that the status indicator should flash.

Manufacturer narrative:
The information obtained from this device indicated that the device was first installed on 08/13/2009 and successfully carried out weekly self-tests until july 2010. The returned pad-pak was tested and the voltage under load measured. No fault was found with the pad-pak and the voltage measurement was considered to be that of a lightly used pad-pak. The device was manually powered off but the green status led was constantly lit as reported. The conclusion was that the problem was caused by a faulty membrane. Experience would indicate that this fault can be caused by storing the pad device in adverse environmental conditions. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.